Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All additional information provided was reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes include a dressing integrity issue or component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed, and no further action is required. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that a patient with a groin wound was being treated with a renasys touch pump at -80 intermittent therapy and a black foam. A call was received from the ward to say there was a leak, due to the dressing being dislodged from upper right side of the wound, but the pump did not alarm. The patient was reviewed by medical staff and the pump was removed. A conservative dressing was applied with no delay. No harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.